Event description:
It was reported that this patient with this electrode received 2 shocks due to noise and t wave oversensing along with large t wave amplitude compared to r waves. The shocks successfully converted the rhythm. Technical services (ts) discussed this was physician discretion to monitor or to try programming optimization. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.